Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted photos and computed tomography (CT) scan of the patient¿s outflow graft confirmed the reported extrinsic obstruction of the outflow graft. Based on complaint history and similarly reported events, the data and low flow events captured in the log file are consistent with an obstruction of the outflow graft, which was confirmed through the submitted images. A specific cause for the reported right ventricular (rv) failure could not conclusively be determined through this evaluation. It was reported that the patient experienced right ventricular (rv) failure. A computed tomography angiography (cta) scan which showed an obstruction of the outflow graft between the prosthesis and bend relief. The account decided to re-explore the patient, and they found a high amount of yellow "jelly" tissue and removed it. The patient went under stable conditions to the intensive care unit (ICU) and was transferred on the normal ward. The patient was doing fine, and pump parameters were stable. The submitted CT scan showed an extrinsic obstruction between the outflow graft and bend relief. The submitted images of the bend relief also confirm yellow ¿jelly tissue formation¿ underneath the bend relief, which correlates with the CT scan. The controller event log file contained data from (B)(6) 2021 22:30:45 through (B)(6) 2021 08:49:45. Eight low flow fault flags were captured, resulting in 4 low flow hazard alarms on (B)(6) 2021. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The remaining log files captured the pump operating as expected. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2016. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient informed the hospital that starting two weeks prior their general condition had been decreasing. The clinic performed diagnostics and found reduced right ventricular function. The patient was optimized in volume and medical treatment however their decreased general condition persisted. Pump parameters were inconspicuous at the time. Another echocardiogram was performed which revealed a variation in the doppler sound, and sharper flow sounds over the inflow cannula were heard. Due to the variation of the doppler sound the hospital performed a computed tomography (CT) coronary angiogram which showed an obstruction of the outflow graft between the prosthesis and the bend relief. A re-exploration was performed due to suspected "jelly tissue formation", which was confirmed after the bend relief was opened. A high amount of yellow jelly tissue was removed. The patient was then transferred to the intensive care unit (ICU) in stable condition. The patient was later transferred to the normal ward. Pump parameters were stable, and the patient was doing fine.